Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation and d16 - conclusion not yet available. Additional information : device eval by manufacturer, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump module was infusing lactated ringers at 125ml/hr. As programmed by the clinician. After the infusion of pitocin was started on the other pump module, the pump module infusing lactated ringers alarmed with a red light. The infusion continued but the data on pump reportedly ¿went blank and did not appear to be showing any infusion running.¿ there was no harm to the patient.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module was infusing lactated ringers at 125ml/hr. As programmed by the clinician. After the infusion of pitocin was started on the other pump module, the pump module infusing lactated ringers alarmed with a red light. The infusion continued but the data on pump reportedly ¿went blank and did not appear to be showing any infusion running.¿ there was no harm to the patient.